Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial tamponade. During an ablation procedure with an unknown boston scientific catheter, the patient experienced a pericardial tamponade during arhythmia procedure. It was reported as not related to the boston catheter. No further information was able to be obtained.